Manufacturer narrative:
A sample has been received and it is on transit. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that during the removal of the 4th quadrant, there was an issue with the cassette tubing and the pt's front chamber fell completely flat. The cassette was changed and the procedure was completed without any further consequences to the pt. Additional info has been requested but not received to date.